Event description:
The affiliate reported the customer alleged lower than expected beta human chorionic gonadotrophin (bhcg) result, within the normal reference interval, for one patient involving access 2 immunoassay system. The patient was tested positive for pregnancy on a qualitative urine analysis. The urine sample was retested and again produced a positive result. Subsequent specimen testing of the original sample, along with collection of a new sample, recovered higher results within a different gestational category that closely matched the positive, qualitative urine pregnancy test performed. The erroneous result was released out of the laboratory and questioned by the physician. An amended report was issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse stated the customer had discovered a pour off cap stuck on the main pipettor. The customer was able to remove the cap. The fse verified all of the main pipettor alignments and ultrasonic performance. Visual inspection of the pipettor indicated that the pipettor was in good condition. The fse performed an ultrasonics level sense wet/dry test on the main pipettor which passed within system specifications. The unit conformed to the manufacturer's published performance specifications. The customer stated quality control (qc) performed on the same morning was within the laboratory's acceptable range. There were no errors in the event log report at the time of testing. A passing system check was performed on (B)(4) 2012.